Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 2000017150.

Event description:
It was reported that patient underwent a spinal cord stimulator lead had impedance. The patient underwent a spinal cord stimulator lead replacement procedure. The patient was doing well post operatively and the explanted device will not be return as it was discarded at the facility.